Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. It was indicated that the receiver was exposed to moisture, which is misuse of the device. Data was provided for investigation but does not reflect the alleged device. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.